Event description:
During treatment in physical therapy at the rehab center the instrument display "overcurrent" - no injury. Removed from service. The prior day a pt complained a funny sensation was felt when the equipment was used. Returned to (B)(6) and placed back in service (B)(6) 2010.